Event description:
Independent repair center: customer alleged alarm will not function and the key failure is the power switch has a short circuit. As stated on the repair statement additional malfunction on this device: output control panel is broken.